Event description:
PICC line (peripherally inserted central catheter) placed in 2003. Catheter developed spontaneous leak 5 days later which was repaired. Catheter developed another leak 6 days later and md elected to remove catheter as a result.